Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2cc of juvederm vista ultra xc in the cheeks. About 4-5 hours after the injection, the patient went back to the clinic feeling unwell/ dizziness. At that time, the skin along the right lower edge of the eye socket was slightly and partially discolored white and swelling, but not completely, so the hcp decided to monitor the situation that day. Later that night, the patient developed double vision and stronger nausea and went to the emergency room. Various tests were conducted at the eye clinic, but no abnormalities were found, and the patient went home without treatment. Two days later, the patient went back to the clinic, and the symptoms have not worsened, but they haven't improved either. As for the double vision, it's only showing up in the right eye, and there's no symptoms on the left side, which was injected more volume. The patient will have a CT scan in the afternoon and may use hyaluronidase if needed. Symptoms are ongoing.